Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Surgeon pulled ankle clamp apart with hands & placed as apart of tibial guide jig round patients ankle. Several seconds after placement the clamp broke without any pressure being applied. Surgeon continued with surgery without adverse consequences or delays. The patients ankle/leg was not obese.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. The device was returned for evaluation. The tibial alignment ankle clamp yoke fractured near the flipper bolt hole. The device was manufactured to revision g of the product drawing. Review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review found there have been other similar reported events for this lot ID. The investigation concluded that the ankle clamp broke at the yoke from multiple overload conditions during use. A CAPA was raised to document root cause and corrections. Root cause was determined to be design related, the material selected was inadequate for designed use. A material design update was completed and the CAPA was closed on 10-mar-2014.

Event description:
Surgeon pulled ankle clamp apart with hands & placed as apart of tibial guide jig round patients ankle. Several seconds after placement the clamp broke without any pressure being applied. Surgeon continued with surgery without adverse consequences or delays. The patients ankle/leg was not obese.